Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient. (B)(4).

Event description:
The customer called concerned about discrepant electrolyte results being generated on the architect c4000 analyzer in their lab. These results were reported out of the lab and questioned by a physician. The following was provided: (B)(6) on (B)(6) 2016: sodium = "<100 mmol/l," potassium = 1.8 mmol/l, and chloride = "<50 mmol/l." Retest of the sample was performed but results were not provided. Sid (B)(6) on (B)(6): sodium = 47.6 and 53.5 mmol/l; chloride = 35.9 and 40.9 mmol/l. Sid (B)(6) on (B)(6): sodium = 52.7 and 70.5 mmol/l; chloride = 40.3 and 54.1 mmol/l. Sid (B)(6) on (B)(6): sodium = 49.3 and 81.4 mmol/l; chloride = 37.1, 60.6 and 93.2 mmol/l. Sid (B)(6) on (B)(6): sodium = 85.9 and 95.7 mmol/l; chloride = 66.0 and 72.0 mmol/l. Sid (B)(6) on (B)(6): sodium = 62.0 mmol/l and chloride = 47.0 mmol/l. All samples are serum that arrive at the lab poured off from red top collection tubes. Quality control samples have remained within specifications on all runs. The customer uses the following normal reference ranges: sodium = 136-145 mmol/l, potassium = 3.6-5.2 mmol/l and chloride = 98-108 mmol/l. Upon further review, it was discovered that the ict module in use at the time the above results were generated had exceeded its use warranty, with an actual expiration date of 21 february 2016. There has been no impact to patient management reported.

Manufacturer narrative:
The ict module used b the customer when the issue occurred was not available for return. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the ict sample diluent package insert contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The ict module was in use well beyond its warranty period and dirty cuvettes (found at a subsequent service visit) could not be ruled out as a possible contributing factor. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected in evaluation codes.